Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiovascular event and subsequently expired the dame day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.